Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Document review: versafitcup dm acetabular shell 54, code 01.26.54mb - lot 092015 ((B)(4)shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Fifty-four items belong to this lot have bee already sold and no similar incidents have been reported. Versafitcup dm acetabular pe liner 54, code 01.26.2854m - lot 092007 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing.. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.